Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿

Event description:
It was reported that patient underwent an initial partial knee procedure on (B)(6) 2013. Subsequently, patient was revised due to pain on (B)(6) 2015. During the revision, it was noted that the twin-peg femoral component was fractured in half.